Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to moisture damage. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The uretero-reno videoscope was returned to the service center with a report of a hole in the shielding. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device mold was present in the body control unit. There was no patient involvement

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplement is being submitted for correction: e2, e3 and h6. Olympus will continue to monitor field performance for this device.